Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) was found unresponsive in a wheel chair and received cardiopulmonary resuscitation (CPR) from emergency medical services (ems). It was reported that the device delivered 3 shocks while CPR was being performed. Boston scientific technical services (ts) reviewed the stored episodes and noted the patient was bradycardic and an artifact was present that was oversensed and resulted in delivery of shock therapy. The artifact was determined to be related to the CPR. No adverse patient effects were reported. This product remains implanted and in service.